Event description:
Per evaluation of the returned device the valve showed calcification.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information and correction from a product investigation. The following sections of this report have been updated: b.4, b.5, b.7, g.3, g.6, h.2 and h.6. The following sections of this report have been corrected h.6 device code (corrected to 1077). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Calcification was noted on the leaflets of the valve. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for calcification was confirmed based on the returned device evaluation and medical records. Available information suggests patient factors likely contributed to the event as medical records indicated a patient history of diabetes mellitus. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist approximately 2 years and 6 months post tavr with a 26mm sapien 3 ultra valve, the valve was explanted. Per medical record review a tte showed mild aortic regurgitation, an av mean gradient of 49.3.mmhg and and ava of 0.8cm2.